Event description:
The nurse noted that the patient's bladder was leaking large amounts of urine from the meatus even though a foley catheter was in place. The nurse attepmted to irrigate the foley catheter using a 30cc syringe and saline per standard procedure, but was unable to. However, when attempting irrigation, the pressure caused the foley to come out of the bladder and meatus and resulted in a fountain of urine to follow. The nurse noted the foley to be plugged with sediment. A new foley was inserted with no harm to the patient resulting.